Event description:
Caller reported a malfunction on the pump while it was in the pocket and the customer was sweating. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process. They also arranged a replacement pump due to a storage mode issue, ensuring it had updated software. Customer acknowledged the instructions and will use mdi as backup therapy. The problematic pump was to be returned via ups using a pre-paid label within 10 days.